Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; events were confirmed during testing. Device was found to be affected by internal corrosion and lack of lubrication. Device was found to be affected by internal corrosion and corroded tube bearings. Devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated. Events had patient involvement with no patient impact. Reported events had no patient involvement or patient impact.